Event description:
Additional info received indicated the original ipp was implanted on 8/10/1989.

Manufacturer narrative:
Cylinder was functional. Cylinder had or damage. Pump performed within specifications. Reservoir performed within specifications. Tubing was functional.